Event description:
A malfunction was reported, identified by a code that was resettable, and technical support assisted the customer in successfully resetting the pump. The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. After resetting the pump, the malfunction did not recur, and the customer was advised by technical support to continue using the pump and call back if issues arise.